Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the coil was seen to be separated from the delivery wire and was not returned. The delivery wire was seen to be kinked/bent and the introducer sheath was intact. Functional inspection of the reported event coil in catheter friction could not be completed as the coil was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed during analysis, however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The device was analyzed. During analysis, the delivery wire was seen to be kinked/bent, the main coil was seen to be detached from the delivery wire and was not returned for analysis. Additional information provided by the customer indicated that the coil wouldn't advance into the microcatheter and was stuck inside the microcatheter. An assignable cause of procedural factors was assigned to the reported defect coil in catheter friction and the analyzed defect main coil prematurely detached/separated during use as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of handling damage was assigned to the analyzed defect coil delivery wire kinked/bent as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
The subject coil was returned for analysis and it was discovered that the coil had prematurely detached during use. There were no clinical consequences reported to the patient due to this event.